Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that since the day before yesterday they have been getting shocked by the stimulation and they have just noticed a little bit of improvement in their symptom control were wondering why it's happening. Reviewed therapy information and general programming guidance. Caller stated that patient had a hard time standing because of the shocks. Caller also stated that the patient's incision was bleeding so they forgot to take the device with them to their follow up appointment with their healthcare provider (hcp) last wednesday. Agent walked caller through connecting to patient's implant using the handset and communicator. Patient was able to successfully connect and turn stimulation down to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Redirect to doctor if issue persists. They're scheduled to see hcp on wednesday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.